Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call experiencing unexplained high blood glucose levels. The customer's blood glucose was 586 mg/dl. He complained of nausea, hard breathing, and back pain. He stated that when the reservoir ran low on insulin and reached below 30 units, he did not receive any insulin. He treated with 4.5 units of insulin and advised that he felt better. During troubleshooting, he performed the high pressure test, and the insulin pump passed. He was advised to change the entire set, reservoir and insulin and treat per doctor's instructions. He was advised to follow up with his doctor regarding the unexplained high blood glucose. He ran a displacement test and reported that the insulin pump alarmed no delivery at 3 units. He ran the test again and the device alarmed no delivery again at 2.5 units. He was advised to replace the insulin pump and agreed to return the device for analysis. He declined to return the infusion set and reservoir for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, cracked battery tube threads, and a cracked reservoir tube lip.